Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the insulin pump experienced low and high blood glucose levels. Customer's blood glucose level was 1,048 mg/dl. The customer was hospitalized on 11/16/2016. The customer was throwing up and was nauseous. The customer was wearing the insulin pump at the time of hospitalization. He had a diabetic ketoacidosis and was dehydrated. The customer was on dialysis and had pneumonia. The reservoir had a large air bubble. The infusion set had a bent cannula. The device was not returned.